Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two inappropriate shocks due to noise, and the right ventricular (rv) lead exhibited high/undefined impedances on the pacing portion, as well as both the rv and superior vena cava (svc) coils. A loss of capture was also observed, and a lead fracture was suspected. The lead was reprogrammed, and later explanted and replaced. No further patient complications have been reported as a result of this event.